Event description:
Intubated with #8 endotracheal tube. After successful intubation it was determined that the endotracheal tube cuff had blown. Patient required new placement of tube and with manipulation of airway patient had episodes of bradycardia and oxygen desaturations.